Event description:
Same case as MDR ID 2134265-2013-06664. It was reported that a rotawire got severed. The target lesion was located at the right coronary artery. A 1.50mm rotablator rotalink plus rotational atherectomy system and an unspecified rotawire guide wire was selected to treat the target lesion. The rotalink plus was loaded over the rotawire. Platform testing was then done outside the body. During testing, the rotalink plus burr severed the rotawire. The other part of the severed rotawire was then pulled out from the patient's body. Both devices were exchanged for another of the same devices to complete the procedure. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID 2134265-2013-06664. It was reported that a rotawire got severed. The target lesion was located at the right coronary artery. A 1.50mm rotablator rotalink plus rotational atherectomy system and an unspecified rotawire guide wire was selected to treat the target lesion. The rotalink plus was loaded over the rotawire. Platform testing was then done outside the body. During testing, the rotalink plus burr severed the rotawire. The other part of the severed rotawire was then pulled out from the patient's body. Both devices were exchanged for another of the same devices to complete the procedure. No patient complications were reported and the patient's status was fine

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. A test guidewire could not be inserted into the plus unit as the returned related guidewire could not be removed from the plus unit. The burr was microscopically examined. The burr annulus was found to be damaged/flared. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: to never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip. (B)(4).